Manufacturer narrative:
Corrected data: during review of the reported event on (B)(6) 2021, it was observed that customer did not report that there was a crack on the tip of the cartridge thus making the reported event no longer reportable. Therefore, no further information will be submitted under medwatch 2648035-2021-07368. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, since the lens was implanted therefore it was not explanted. Device evaluation: upon evaluation all the components were correctly engaged, the pushrod was not in advanced position, and it looks centered. No assembly error and/or defect related to the manufacturing process was identified. Traces of lubricating material can be observed in the device. The tip of cartridge was observed cracked/damaged and, the lens got stuck at the cartridge loading zone. Therefore, the reported issue was verified, however, due to the conditions of the sample returned it is not possible to determine if its related to handling or to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) was stuck in cartridge and lead haptic was not folded. There was patient contact with the cartridge. Procedure was completed successfully using backup lens of same model and diopter. Device evaluation results found that the tip of cartridge was observed cracked/damaged and the lens got stuck at the cartridge loading zone. No further information available.